Event description:
It was reported that the insulin pump alarmed no delivery during bolus delivery. The customer delivered a bolus manually and the insulin pump seemed to be working fine. In the morning, the customer woke up and there was a low reservoir alert. The customer's blood glucose was 528 mg/dl. Troubleshooting was performed. The drive support cap was recessed. In the alarm history there were multiple low reservoir and multiple no delivery alarms. The customer did not have the tubing clamp so no further troubleshooting was performed. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.